Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient fell a couple of times and since then had experienced burning sensation, throbs, pain and aches at the implant site. Patient also reported soreness at the hip site patient will be meeting their health care professional on (B)(6) 2018. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a painful stimulation. The patient reported that she usually has her stimulation at 12 (1.2) and it's good. She stated that when she increases past 12 (1.2), it would hurt her bladder because that is as high as she could go. The patient could never go over 12 (1.2). Also, the patient stated she tried increasing her stimulation on the day of the report just to see, she increased up to 19 (1.9), and still didn't seem to feel the stimulation. It was confirmed using the patient's programmer that the therapy was on. The patient's healthcare professional instructed the patient to turn off the stimulator until the next appointment. The patient also reported information previously documented. There were no further complications or anticipations reported with this event.